Manufacturer narrative:
Jms singapore pte ltd is the OEM MFR for gambro renal products to produce plume safety avf needle set. Our evaluation of DHR and preserved samples showed that no abnormality was associated with these complained lots. We assure that our products' form, fit and function met the required specification as no defective was detected via all the testing and evaluations. Furthermore, according to info provided by jmsna, this incident was not related to our avf needle, and end-user had commented that it should be an operational error during the treatment. Hence, we conclude that this complaint is not related to our mfg process and no corrective action will be applicable. Lastly, jmss will continue to maintain the good quality of our products and ensure that only good quality products will be delivered to customers.